Event description:
It was reported that the device was removed, due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Review of quality records.